Event description:
It was reported that this right ventricular (rv) lead had issue which caused the implantable device to beep. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.